Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the users experience could not be conclusively determined. If add'l info becomes available at a later time, this report will be updated.

Event description:
Olympus was informed that in the middle of a laparoscopic supracervical hysterectomy procedure, the probe off and fell inside the pt. It was stated that the device fragment was retrieved using a grasper. The intended procedure was completed using another similar device without incident. There was no pt injury reported.